Manufacturer narrative:
D10: concomitants: (B)(6) 02-012-49-5009 - logic cr tib insert slope++, sz 5, 9mm. (B)(6) 02-010-03-0250 - logic cr femoral cem, left, sz 5. (B)(6) 200-02-32 - three peg patella 32mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2016, and then experienced a revision surgical procedure on (B)(6) 2020, approximately 4 years, 6 months after initial implant. Revision operative report of (B)(6) 2020- postoperative diagnosis: loose left total knee replacement. The polyethylene was removed, the femoral component was noted to be grossly loose. It¿s appearance looked good, however, it was noted to be loose. The tibial component was also found to be loose and removed. The patient tolerated the procedure well. The devices were not returned, there are no images provided. There is no other information available.